Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be charged despite the attempt of multiple wall outlets. There was no impact to the customer's blood glucose level. The customer stated they would locate other charging accessories to complete troubleshooting. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.